Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The catheter was replaced on (B)(6) 2013.

Event description:
It was reported the patient experienced underdose symptoms and less than 50% therapy relief. A dye study was performed. There was a leak through a break in the distal segment of the catheter. The distal segment of the catheter was replaced. The patient status was indicated as alive; no injury. The pump was delivering morphine concentration 30mg/ml; dose 6.993 mg/ml.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter (s/n (B)(4)) found broken catheter related to user actions.

Manufacturer narrative:
Additional information/device evaluation: only the catheter connector was received for analysis. Analysis revealed that the collet had been prematurely locked into place. Corrected information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4)

Event description:
The following information was previously reported in manufacturer's report # 3007566237-2013-03844. Additional review determined it was related to this event. [It was reported that a connector issue occurred and there was a defective collet. The collet was not used because part of the catheter would not push in past the collet on one side. The health care provider (hcp) cut more of the catheter off and still couldn't get the catheter to push in past the collet where it should have been. The hcp was then given a new connector and the catheter then connected fine. The collet was to be returned. No further information was provided including the type of medication being delivered via the device system. Additional information has been requested, but was not available as of the date of this report.]